Event description:
It was reported that this right ventricular (rv) lead exhibited pacing failure during pre discharged checkup and the lead was dislodged which was confirmed through xray. This lead was surgically repositioned and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the impact codes field (f10) in section f and impact codes field (h6) in section h. In addition, this report is also submitted to correct the unique identifier (UDI) field (d4) in section d.

Event description:
It was reported that this right ventricular (rv) lead exhibited pacing failure during pre-discharged checkup and the lead was dislodged which was confirmed through xray. This lead was surgically repositioned and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being filed to correct the a1: patient identifier; a2: date of birth; a2: age at time of event; a2: unit of measure - age; a3a: sex; a3b: gender; e1: initial reporter title; e1: initial reporter first name; e1: initial reporter last name; e1: initial reporter facility name; e1: initial reporter address 1; e1: initial reporter address 2; e1: initial reporter city; e1: initial reporter zip/post code; e1: initial reporter phone; e1: initial reporter fax; e2: health professional?; e2: occupation; f10: impact codes; and h6: impact codes. This report is being submitted to correct the impact codes field (f10) in section f and impact codes field (h6) in section h. In addition, this report is also submitted to correct the unique identifier (UDI) field (d4) in section d.

Event description:
It was reported that this right ventricular (rv) lead exhibited pacing failure during pre discharged checkup and the lead was dislodged which was confirmed through xray. This lead was surgically repositioned and remains in service. No additional adverse patient effects were reported.